Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that after inserting a test strip into the subject meter, the screen begins to flash/blinking due to suspected "shortage." This complaint is being reported because the reported issue was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.